Manufacturer narrative:
Age at time of event, date of birth: unknown, sex: unknown, weight: unknown, ethinicity:unknown, race: unknown, date of event: unknown. D4: expiration date unk implanted date: unknown, explanted date: unknown, device manufacture date: unknown. (B)(4). Claim # (B)(4).

Event description:
Received a copy of an article from the open ophthalmology journal. The article was in regard to "clinical outcomes of toric implantable collamer lens (t-icl) and toric implantable phakic contact lens (ipcl) for high myopia with astigmatism: a comparative study". The study included 60 myopic eyes divided into 2 groups - group a (30 eyes) implanted with t-icl and group b (30 eyes) implanted with toric ipcl. The results found an iop increase in the first month postoperatively with the t-icl, managed by topical antiglaucoma medications. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: a possible cause of the elevated iop was due to post-operative retained viscoelastic material, mild postoperative inflammation or steroid responders in some cases. Both groups have the same condition of early iop increase, and we did not refer this iop increase to lens design or material or specify it to t-icl. Claim # (B)(4).